Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a truepath device. The control unit, motor housing, working length, tip housing/tip were visually examined. There was damage to the proximal end of the coil of the tip. The tip was stretched and the distal end of the coil of the tip was separated from the hypotube/tip housing and uncoiled; however, the tip was attached and jammed into the tip housing. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported event, as the distal end of coil of the tip was separated from the housing. The location of the separation and the confirmed damage, indicates that the detached coil was due to the usage of the device and advancing the device in the 100% stenosed lesion.

Event description:
It was reported that the tip looked separated. The chronic total occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A truepath device was selected for use. During procedure, the device was pushed and pulled in accordance with the control unit. Consequently, it seemed like the gold tip housing of the device was separated under fluoroscopy. However, the radiopaque tip of the device cannot be seen on the screen because it was transparent. The device was then simply pulled out from the patient's body and there were no fragments of the device left inside. No complications reported and there were no injury to the patient.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the tip looked separated the chronic total occlude target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A truepath device was selected for use. During procedure, the device was pushed and pulled in accordance with the lamp. Consequently, it seemed like the gold tip housing of the device was separated under fluoroscopy. However, the radiopaque tip of the device cannot be seen on the screen because it was transparent. The device was then simply pulled out from the patient's body and there were no fragments of the device left inside. No complications reported and there were no injury to the patient.